Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 08/07/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust-like contamination and hairs/fibers at the air outlet port and in the bottom enclosure. Dust-like contamination and tiny hairs/fibers at the air inlet of the blower box. Therapy button and ramp button had an unknown contamination brown substance on them. Unknown residue on the underside of the top enclosure, the back side of the display panel and on the inside of the back panel. Extreme dust-like contamination and hairs/fibers inside the blower box and at the o-ring of the back panel. Tobacco-like odor observed from the blower box. Blower motor had an extreme amount of dust-like contamination on it and the blower seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Blower motor had many potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Blower box had many potential mineral deposit stains in it, indicating potential water/liquid ingress. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.